Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 17-apr-2017 found the z guide rod had grease residue on it. Throroughly cleaned the z guide rod and the z threaded screw and lubed both with tri-flow. Ran a couple of racks of whole blood samples with the caps on, chromatograms good, no errors resulted. The most probable cause of the reported event was dirty z guide rod and threaded screw drive.

Event description:
On (B)(6) 2017 the customer reported error 710 z axis errors with their hlc-723g8 analyzer. Customer reported random errors. Ts advised to clean horizontal and vertical guide rods. On (B)(6) 2017 customer reported that resolved for a day but last night all samples gave the error. Needle isn't hitting center of tube. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.